Event description:
Device issue: none. Adverse event: hemorrhagic stroke. Time of adverse event: post procedure. It was reported that post a left internal carotid artery stenting procedure, the pt reported a headache. Plavix was held and the pt was treated for hypertension with labetalol. Approx 3 hours later, the pt had slurred speech, unequal pupils, right-sided weakness and disorientation. A CT scan showed an intraparenchymal hemorrhage. Aspirin and plavix were held. The pt was transferred to another facility. There was no add'l info provided.

Manufacturer narrative:
(B) (4). (B) (4). Headache, hypertension, and hemorrhage are known potential adverse events associated with the use of the product. The reported hospitalization was in response to the pt symptoms. There was no device malfunction reported that could have contributed to the event. A definitive cause for the reported pt adverse effects and the relationship to the product could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report.